Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent identified that the struts from the mid-section of the stent to the distal end of the stent was damaged and stretched distally over the distal tip. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.5mm x 38mm target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery (lcx). A 2.50 x 38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was deformed due to scratch with the calcification in the distal end of the lcx. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.5mm x 38mm target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery (lcx). A 2.50 x 38mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was deformed due to scratch with the calcification in the distal end of the lcx. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.